Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was a white foreign material in the air water cylinder and tube. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection, in addition to the findings in section b5, the investigation also found the following; the air water cylinder had no color, the suction cylinder had no color, the play of up/down knob was out of the standard value due to wear of angle wire, the plastic distal end cover had a scratch, the adhesive around objective lens had discoloration, the adhesive around light guide lens had discoloration, the adhesive on bending section cover had a crack, and the connecting tube had a scratch. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated fields: h4, h6, h10. This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.